Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited a shock impedance measurement of >120 ohms. A manual test produced 118 ohms. However, last month the shock impedance was 41 ohms. A lead fracture was suspected, but could not be confirmed via x-ray. It was also reported that there were some stored episodes with noise on all three channels. The noise could not be reproduced, and appeared to be electromagnetic interference. A boston scientific technical services consultant discussed delivery of a high energy shock to test the system. Upon delivery, the device displayed an open circuit message.